Event description:
It was reported that the ICD was causing pain with the lateral location of the ICD where it was impinging on the patient¿s shoulder and humeral head. The ICD was removed and a new ICD was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)